Event description:
It is reported that the patient was revised for infection (B)(6) post total knee.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. The sterilization process for all devices produced at zimmer are validated in accordance with (B)(4) and (B)(4) to a sterility assurance level (sal) of 1.0 x 10(-6) or better, and are processed according to the validated sterilization process parameters and must meet all the acceptance criteria before sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.